Event description:
The surgeon inserted a competitor's lens using the msi-tm injector. Upon insertion into the eye the lens haptic tore. The incision was enlarged to remove the lens and another lens was inserted. A suture was required to close the wound. The cause of the lens haptic tearing was due to the injector. Patient's current prognosis is progressing as expected post operatively.